Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2016 as well as (B)(6) 2017. The patient's blood glucose exceeded 600 mg/dl. The customer was treated during all three visits with insulin drip. The customer was wearing the insulin pump during the hospitalizations. The insulin pump had alarmed no delivery. The caller reported an issue with a bent infusion set cannula. The insulin pump will not be returned for analysis.